Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose went up to 500 mg/dl at the time of the incident. The customer was treated with syringe. It was reported that top of the reservoir where it goes into the reservoir compartment was snapped off and the crack goes down from the reservoir lip down into the reservoir compartment. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.